Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the patient was suddenly no longer able to hear with his device. Before that there had been neither volume fluctuations nor buzzing sounds. Testing showed that the device has malfunctioned. The patient was reimplanted in 2009.